Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at implant site. The right ventricular (rv) lead exhibited occasional undersensed beats. The rv lead remain in use. No further patient complications have been reported as a result of this event.